Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, an insulation defect was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced with no adverse consequences to the patient.